Manufacturer narrative:
H10: the device was received for evaluation containing approximately 23ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. The device was conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of 2023. E1: initial reporter facility name: (B)(6) hôpital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused; the device only half emptied. This was discovered during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.